Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.547 vs. Expected results <0.012 ng/ml) from a single patient run on the vitros eci immunodiagnostic system. The higher than expected patient result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer retested the affected sample after testing the patient's second serial sample. It is unknown if a corrected report was issued. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient run on the vitros eci immunodiagnostic system. It is unknown if the sample in question was processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Due to limited available information, the investigation could not determine a definitive root cause. The investigation is ongoing.